Event description:
The mesh was implanted as part of a sling procedure during 1999. Patient has been experiencing a foreign body reaction to the mesh in the form of what they called "reactive tumors" since that time. Physician has reportedly made several (approximately 6) attempts at surgical removal of the mesh without success. This is due to the adherence of the mesh to surrounding tissue. Patient continues to self catheterize in order to micturate. Physician does not believe he can remove the device without disrupting the integrity of the bladder and believes this may be a permanent impairment because of the position within the bladder.